Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that three hours post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the calcified proximal circumflex (cx). The physician used a 1.75mm rotablator burr due to the calcium, and then placed the 3.00 x 20 mm taxus express2 drug eluting stent. The lesion was post dilated several times with a non-bsc balloon and the procedure was ended successfully. The patient was taken to the ICU for monitoring and recovery. Approximately three hours later, EKG changes were noticed and the patient was returned to the cath lab where thrombosis was discovered at the proximal end of the 3.00 x 20 mm taxus stent. The physician accessed the stent with a wire and ballooned the lesion to remove the thrombus. The physician post dilated the lesion successfully and there were no further complications reported. The patient condition is listed as stable. Further information has been requested but has not been received.